Manufacturer narrative:
Continuation of d10: 6935m62 lead, implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during interrogation of a cardiac resynchronization therapy defibrillator (crt-d) following a significant fall, only dotted electrograms (egm) were displayed on the mobile programmer application despite swapping out the application multiple times. Troubleshooting steps were taken to include restarting the host tablet, resetting the bluetooth connection, and confirming all software was current. It was further confirmed that there were no indications of telemetry loss or device disconnects displayed during the session. The crt-d remains in use. No patient complications have been reported as a result of this event.